Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection and erosion. The pocket incision dehisced with minimal exposure of device. No additional adverse patient effects were reported. This ra lead remains in service.